Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked with all internal contents deployed. The suture was found to have been cut below the knot, and part of the collagen was returned with the device. The black indicator was found to have been partially visible and the clear stop indicator was fully deployed. No other damage or issues were identified. The complaint was confirmed for collagen exposure above the surface of the skin. The exact root cause was unable to be determined. The likely cause was determined to have been subcutaneous deployment resulting in collagen exposure above the surface of the skin. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device collagen sponge was exposed. During the hemostasis procedure, the assembly was inserted into the artery and backflow of blood was observed. While maintaining tension on the suture, the collagen was pushed with the tamper tube, but the collagen came out of the skin. The physician attempted to insert the collagen under the skin, but the collagen could not be inserted. The physician cut the collagen and applied manual compression for 0.5 hours to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression. The patient is resting and is scheduled for a computed tomography (CT) scan on 13 september. Future treatment will be determined at that time. The physician commented that he had cut the collagen and the anchor and suture remained in the artery. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The event occurred intra-operative. The estimated blood loss was less than 250cc's. Additional information was received on 27 sept 2023: the patient was in stable condition. Abi was fine and was discharged. No intervention necessary due to the event that occurred. CT findings showed no abnormalities. No specific allegation against the angio-seal in this case. The patient had a local allergy as a primary disease.